Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section a: patient information.

Event description:
It was reported that this right ventricular (rv) lead experienced intermittent pacing loss due to a suspected lead conductor fracture. The patient presented for evaluation to the emergency room (ER) after loss of capture (loc) was observed, and the device was found to be at elective replacement time (ert) with reduced battery voltage, which resulted in insufficient output delivery. A generator replacement procedure was performed, and initial post-procedure evaluation showed stable pacing with impedance measurements consistent with prior values. Subsequently, additional loc was observed during patient activity. Further evaluation demonstrated rv pacing impedance measurements greater than 3000 ohms and intermittent noise on the presenting electrogram (egm), consistent with an intermittent and irregular lead conductor fracture. Another rv lead was implanted and connected to the existing device, and the procedure was successfully completed. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead experienced intermittent pacing loss due to a suspected lead conductor fracture. The patient presented for evaluation to the emergency room (ER) after loss of capture (loc) was observed, and the device was found to be at elective replacement time (ert) with reduced battery voltage, which resulted in insufficient output delivery. A generator replacement procedure was performed, and initial post-procedure evaluation showed stable pacing with impedance measurements consistent with prior values. Subsequently, additional loc was observed during patient activity. Further evaluation demonstrated rv pacing impedance measurements greater than 3000 ohms and intermittent noise on the presenting electrogram (egm), consistent with an intermittent and irregular lead conductor fracture. Another rv lead was implanted and connected to the existing device, and the procedure was successfully completed. No additional adverse patient effects were reported outside the revision procedure.

Event description:
It was reported that this right ventricular (rv) lead experienced intermittent pacing loss due to a suspected lead conductor fracture. The patient presented for evaluation to the emergency room (ER) after loss of capture (loc) was observed, and the device was found to be at elective replacement time (ert) with reduced battery voltage, which resulted in insufficient output delivery. A generator replacement procedure was performed, and initial post-procedure evaluation showed stable pacing with impedance measurements consistent with prior values. Subsequently, additional loc was observed during patient activity. Further evaluation demonstrated rv pacing impedance measurements greater than 3000 ohms and intermittent noise on the presenting electrogram (egm), consistent with an intermittent and irregular lead conductor fracture. Another rv lead was implanted and connected to the existing device, and the procedure was successfully completed. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 2 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "known inherent risk of device" because product record reviews did not identify a product quality issue or new patient harm. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.